Event description:
The reason for call was patient reported they were having trouble with their implant. Patient stated for the last two nights they recharged their implant at night and when they woke up in the morning the implant was at 0%. Patient stated they thought they just had to charge the implant once every evening. Patient mentioned the implant battery was not holding a battery that long. Agent asked and patient stated they had the stimulation on all the time. During the call, the patient was in a charge session; implant 20% recharging at a good connection. Patient denied any recent falls/trauma. Agent reviewed implant battery was dependent on the therapy settings and the usage. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported that the device is not programmed on a setting that fits their needs. The patient is working with a manufacturer representative (rep) to find the right program for them. The issue is not resolved and the patient plans on meeting with a rep again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they had reprogramming done with a manufacturer representative (rep) who resolved the implantable neurostimulator (ins) not holding a charge however, they are now not feeling any relief.